Event description:
The following information was reported: antegrade stick for access. The physician up sized from a 4f sheath to a 5f sheath so he could close. The physician stated retracting sheath before reaching 2nd stop/arteriotomy, the balloon lost pressure on two devices. Converted to manual pressure for 20-25 minutes. Stick location: above femoral head. Vessel size: 5mm.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1400603) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. See MDR 3004939290-2014-00480 for the first device.